Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient had an infection which was confirmed via culture testing. Physician suspected the infection was due to poor hygiene and uncontrolled diabetes which appeared to be superficial. Patient had a wound issue and a debridement procedure was completed on (B)(6) 2019. Patient¿s white blood cell count is normal. The open wound issue was present at the implantable pulse generator site which was not healing properly, which was closed on (B)(6) 2019. Patient was stable.